Event description:
Pt with spondylolisthesis at l5 - s1 was treated with a matrix construct in (B)(6) 2011. X-rays taken on (B)(6) 2012 showed the right l5 locking cap as loose. Pt underwent revision surgery on (B)(6) 2012 and during removal of the rod and screw associated with the loose locking cap, a separate screw was noted as broken. All hardware was removed and pt was revised to a uss ii poly construct. This is the third of 4 reports on this event.

Manufacturer narrative:
Lot number unk as to which lot number belongs to the associated rod. One lot number is "unk" and the other lot number is 3648177. Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion could be drawn. Review of the mfg records has been requested for known lot number.